Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate 250ml/hr and 25ml for 6 minutes and the pump tested within spec: 1st test: 24.9ml or 99% of expected volume; 2nd test: 24.9ml or 99% of expected volume; 3rd test: 25.0ml or 100% of expected volume. In a follow-up call to the facility, the reporter confirmed there was no adverse reaction associated with this complaint. The reporter stated that the pump is set to infuse, vtbi 167ml at the rate of 56ml/hr for 20 minutes. Bag size being used is a 50cc bag of premeds. She also stated that the programmed infusion was not completed in the time it was programmed and will be contacting us with additional info should if/when it becomes available. The investigation into this reported event is ongoing at this time. A follow-up report will be filed when the investigation is completed.